Manufacturer narrative:
One opened knife sample was received improperly seated in the tray with the blade tip facing downward for the report of small metal particles were detected in the eye and around the wound. The sample was visually inspected and was found to be conforming. The returned sample was found to be conforming therefore, small metal particles in the eye and around the wound as described in the complaint was not confirmed and a root cause cannot be determined for the complaint as described by the customer. No action was taken as the slit knife was manufactured to specifications. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No further actions are required. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample is available that has not yet been received by manufacturing for evaluation. A review of the device history record related to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates that there are no additional complaints associated with the lot for the reported issue. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Based on the preliminary investigation findings, there has been no change in criticality for this complaint. Additional information is confirmed to be unavailable for this report. (B)(4).

Event description:
A doctor reported that a knife left small metal particles in the eye in the area of the incision during cataract surgery. There was no impact to the patient. Additional information has been requested.